Event description:
Pump was being programmed to send to client when error code e51 appeared. Pump sent back to MFR for maintenance. Co replaced keyboard, encoder, c3 and c5. Replaced top housing. Pump passed functional, delivery, and burn-in tests. (*)